Manufacturer narrative:
B3: the repeated infections occurred on an unreported date "last month" and the last infection was on (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced repeated (peritonitis) infections. The cause, hospitalization, treatment and patient outcome were not reported. Pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.